Event description:
Doctor reported that during a lensar procedure, the patient pulled away from the system during the final few seconds of treatment. The surgeon stated that he took his finger off the firing mechanism as soon as he noticed the movement. The doctor completed the surgical procedure manually and he could see a slight fragmentation pattern in the patient's cornea during approximately 1mm off the visual axis.

Manufacturer narrative:
The laser vacuum system was verified and was working according to specifications. No device failure was found. The surgical images were analyzed and determined that the incident root cause was due to patient movement. No surgical intervention was performed to preclude any permanent damage. There are no serious adverse health effects associated and no irreversible long range health consequences as a result of inappropriate laser pulse delivery into portions of the cornea.